Event description:
It was reported that the patient had multiple low flow alarms. Log files were submitted for review and captured multiple low flow alarms with high pulsatility index (pi) on 07feb2024. The estimated flow appeared to be fluctuating below the alarm threshold of 2.5 liter per minute (lpm) and most of the low flow events were unsustained. The estimated flows were averaging 2.2-2.4 lpm and the pi was averaging from 5.5 to 6.6 during these events. It was additionally reported on 23feb2024 that the patient was rapid responded from a clinical visit on (B)(4) 2024 for going lethargy/unresponsive. On (B)(4) 2024 the patient had multiple low flow alarms and a lactate dehydrogenase (ldh) of 1900. Log files were submitted for review and captured low flow events throughout the log files with the flow staying around the 2.4 to 2.5 lpm range. Pi values had settled into the 4 range and were non-variable. Log files captured low flow events from 25feb2024 to 27feb2024 at time when pi was elevated. The event log displayed low flows where the low flow estimator dropped below 2.5 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple low flow alarms. Log files were submitted for review and captured multiple low flow alarms with high pulsatility index (pi) on (B)(6) 2024. The estimated flow appeared to be fluctuating below the alarm threshold of 2.5 liter per minute (lpm) and most of the low flow events were unsustained. The estimated flows were averaging 2.2-2.4 lpm and the pi was averaging from 5.5 to 6.6 during these events. It was additionally reported on (B)(6) 2024 that the patient was rapid responded from a clinical visit on (B)(6) 2024 for going lethargic and unresponsive. On (B)(6) 2024 the patient had multiple low flow alarms and an ldh of 1900. Log files were submitted for review and captured low flow events throughout the log files with the flow staying around the 2.4 to 2.5 liters per minute range. Pulsatility index (pi) values had settled into the 4 range and were non-variable, which was concerning for an obstruction in the pump circuit. Additional submitted log files also captured low flow events from (B)(6) 2024 at time when pi was elevated.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) and lethargy/unresponsiveness could not be conclusively determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2024. Transient low flow hazard alarms were captured throughout these files. No other notable events or alarms were observed. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2024 when the patient ultimately expired. The device was not explanted for evaluation (refer to MFR # 2916596-2024-05534). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.